Manufacturer narrative:
Investigation included review of available usage information and efforts to update reports and provide user training. Investigation of this case revealed insufficient information to determine a device malfunction or user-related factor. It was concluded that the cause of the hypoglycemia was unclear and no device failure could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced multiple hypoglycemic episodes while using the ilet device and expressed a desire to return the device, with the cause of the low glucose events unclear. Symptoms included low blood glucose with associated signs consistent with hypoglycemia. Outcomes included impact to daily management due to recurrent low glucose events.